Event description:
It was reported to tyco/kendall healthcare in 2005 that a customer had a problem with the dual lumen PICC catheter. The customer alleges "the PICC catheter borke off inside the patient's arm and had to be removed with a suture removal kit; the patient suffered no injuries."